Event description:
It was reported that the patient experienced some seizures and that the medications were changed. It was reported that the patient's seizures were the same as before.

Event description:
Clinic notes dated (B)(6) 2013 notes that the patient has started having breakthrough seizures. It was noted that device diagnostics were within normal limits and that the end of service indicator was negative. It was noted that the lead impedance was ok. The physician increased the device output current to 1.25ma and the magnet output current to 1.5ma. The patient reported feeling the stimulation and a voice change was noted. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient's last seizure has been a while. It was noted that vns was interrogated and diagnostic routines were run. It was noted that adjustments were made in stepwise fashion. An eeg was performed on (B)(6) 2013 which showed no evidence of any ongoing seizure activity. No evidence of any clearly defined seizure activity was seen at any time.